Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone the blood glucose level was high. The blood glucose level was 425mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, minor scratched and cracked display window, stained end cap sticker, stained address, serial number label and broken battery cap.